Manufacturer narrative:
(B)(4).

Event description:
The pt experienced itching at the site of the leads since device implant. A line recently formed at the itchy area. It was reported that the device was going to be taken out due to a defect. Normal battery depletion was suspected. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.